Event description:
It was reported that the patient with this artificial urinary sphincter developed bladder neck contracture and had further bladder complications that needed to be treated, so the cuff was removed, and the system was deactivated. Some time afterward, a new cuff was implanted. There were no device issues and no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter developed bladder neck contracture and had further bladder complications that needed to be treated, so the cuff was removed, and the system was deactivated. Some time afterward, a new cuff was implanted. There were no device issues and no further patient complications reported.